Event description:
(B)(4). I have started and restarted and started again. Always unsure on how to start my story. I got my essure in 2007. They got the left coil in with no said complications. When attempting my right, they had to rush to get more meds only to tell me I would have to come back to have my right one done again. The pain was horrible. Since then, I've battled migraines, loss of hair, tooth decay, heavy periods with cramps that make you sick to your stomach. Sharp pains in my right side and my left. Night sweats that would leave me drenched when I woke up. (I was told by my former ob to use less blankets at night). I just wrote it off as just another phase of life. It wasn't until just recently that things started to make sense. I had a leep procedure, where they remove abnormal cells from your cervix. Quick 15 minute procedure. I had mild cramping and bleeding. Well, the bleeding never stopped. Week one ended up in ER and had my cervix scrapped and re cauterized without any numbing. Excoriating pain. Week two, back to ob for them to repeat the same thing again no numbing. Decision made to use some new bonding material that was dropped of by pharmaceutical sales person. Week three, have to miss work again because of waking up and feeling like I am bleeding to death. Go to ER. They treat me incredibly rude and send me to my ob. I tell them please do not do anything without numbing. I can't do the pain again. After 30 minutes of manipulating my cervix it is promised that it's fixed. I won't bleed again. All the while no one can tell me why I'm not healing. Week four, I wake up to a pool in my sweatpants. I shower and head to work. I'm a teacher. I have already missed 6 days because of this. I teach four periods. With the help of someone coming down halfway through each class ,so I can take care of things in bathroom. I call my ob and put me at apt for 10:30. I'm finally seen at 11:40. An emergency d and c is scheduled for 2:00. I awake and I get told that"it looked as if one of your coils could be seen but the other cannot. The right side can but the left one cannot. They keep me over night then order a ivp to check for complications because of the pain. I see my coils on x-ray. One appears normal the other is bent. They then pull up x-rays from 2012 that show a spec "this must be a piece that was left from their failed first attempt but it was taken out during d and c. They pull up my current x-ray. Guess what I see, that same spec. I question, well isn't that still the piece in my uterus? "Oh yes, I see it. But it's embedded in the wall of your uterus ,so no need to worry about it. ". My sisters furious start to research essure and here I am. Eight years of my life. So many unanswered struggles that were only attempts made by my doctor solved by pushing prescription pills that I never needed to be on in the first place. Loss of hair. Constant struggles with my teeth. All the things I listed before. Now it finally makes sense I don't feeling I'm just being a wimp. I was able to go back to work this past tuesday. They ended up putting two sutures on my cervix to cut off my blood flow. Put on two antibiotics. Monday night I break out in a rash going down my right arm. Saw the surgeon on thursday. She switched my antibiotics but couldn't confirm the rash. It's still there. I go to a brand new surgeon in two weeks. I want them out. The morning after the d and c my hemoglobin was at 9.8. I'm still struggling with fatigue. I get tired extremely easily. I hate it. It sickens me how many of people have been ignored or made to feel like complainers or weak. So this is the cliff notes version of my story and it seems to just be the beginning.